Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon inflation was broken. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is likely the patients challenging lesion contributed to the reported event. This code was selected as the most probable complaint cause based on the information available. Based on the event description the material rupture was most likely caused by the resistance encountered and an interaction with the moderately tortuous and severely calcified target lesion.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon inflation was broken. The procedure was completed. There were no patient complications reported.